Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had ineffective stimulation due to high impedances after a fall. In turn, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
E1 - initial reporter: (B)(4).